Event description:
It was reported the insulin pump was rewinding on its own and counting. Customer's blood glucose was 450 mg/dl, treated with manual injections. Customer's mother stated the device alarmed during manual prime. Customer's mother was unsure if the device was dropped or bumped prior to the alarm occurring. The drive support cap was reported flush and customer's mother was unsure if customer had pressed it in. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.